Event description:
It was reported that, "the pt returned to surgeon complaining of hip pain. X-rays revealed loosening of the acetabular shell. During surgery it was noted there was no ingrowth of the shell."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.